Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive. There was no reported impact to customer's blood glucose. Troubleshooting was performed, and the issue was confirmed. No additional patient or event information was provided.